Manufacturer narrative:
Device was used for treatment, not diagnosis. Complex fractures of the distal radius. European journal of trauma, volume 4, pp. 199-207. (2003). This report is for unknown external fixator, quantity unknown, lot unknown. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned, an no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: rikli, d.a., rosenkranz, j., regazzoni, p. (2003) complex fractures of the distal radius. European journal of trauma, volume 4, pp. 199-207. Switzerland. The purpose of the study was to analyze the outcome of treatment of complex distal radius fractures consisted of closed reduction and external fixation (ao-asif mini external fixator, (B)(4)). Surgeons utilized a combination of external fixation, plates, screw, k-wires, bone graft, and ligament repair. The study was conducted between january 1998 and december 2000 and included 17 patients (5 female and 12 male) with an age range of 23-71 (mean age of 47.3 years). The following complications were reported: - patient no. 9 presented with symptomatic osteoarthritis of the distal radioulnar joint requiring revision surgery involving fusion. This is report 1 of 1 for (B)(4). This report is for unknown external fixation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.